Event description:
It was reported that at 62,798 joules while using the surgical fiber during a prostate procedure, "the fiber was flickering and would kick into standby mode." Time expended: 6:34 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: no injury. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #446a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.